Event description:
It was reported that the scs ipg was unable to communicate with the patient programmer since (B)(6) 2011. The patient was scheduled to meet with the physician for replacement. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.